Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Reportedly, customer removed insulin from old cartridge and loaded it into the current cartridge. A cartridge change was performed resolving the occlusion. Additionally, it was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 80 mg/dl.